Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, stain/rust was found inside the [charge-coupled device] ccd unit. The most probable cause of the identified, failures is cause traced to component failure. Which is, expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed. And no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device displayed no image. The issue happened, during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
E1-phone number: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image. The issue happened during an unspecified procedure. There was no report of patient harm.